Event description:
I bought a medical treatment wristband named ¿anti-nausea wristband, rechargeable relieve nausea motion sickness bands, relieve nausea electrode stimulator wrist bands relief for anxiety, migraine, motion sickness¿ on amazon recently. I used the wristband follow the instructions. Unfortunately it made me uncomfortable and I found some erythema and blisters appeared on my wrist. I took two pictures of my wrist and I put them in the attachment of this document. I searched this wristband name on the website of FDA establishment registration & device listing and 510(k) premarket notification, but I could not get any records in FDA databases. I wonder how could amazon permit this medical treatment wristband shelved without FDA. Establishment registration or 510(k) premarket notification. What¿s more, I collected some information through it¿s web page on amazon, and put them in the attachment of this document.